Event description:
A pt's meter was reading inaccurately low and they suffered hyperglycemia due to that. Pt's meter gave low readings like 1.7 mmol/l and 2.4 mmol/l. Pt was feeling very weak and wanted to sleep all the time, did not want to eat, and was feeling very cold. The pt's family member called the doctor, who advised pt to eat and drink something with sugar in it. The dr came to see the pt and tested them on the pt's meter and got a result of 1.9 mmol/l. Based on this low result, the dr injected glucose. The pt soon started feeling very bad, and instantly was pale, weak, and practically lost consciousness. Family member called dr again, who arrived an hour later and this time tested the pt on (dr's) accucheck meter with a result of 25 mmol/l. The dr then injected some insulin-mixtard 30/70 penfil. The pt felt better after this and continued normal insulin regimen that evening and the next morning. While troubleshooting, it was discovered that the test strips that the pt was using, had expired in november 2002. New strips were replaced. This case is reported because the pt suffered a serious injury, which was contributed by use error (using expired strips).